Event description:
It was reported that, during manual unloading, the cot missed the safety hook and hit the bumper during unloading. No adverse consequence was reported for the patient or user as a result.

Manufacturer narrative:
Codes updated to reflect the completed investigation.

Event description:
It was reported that, during manual unloading, the cot missed the safety hook and hit the bumper during unloading. No adverse consequence was reported for the patient or user as a result. Upon evaluation by stryker technical service, no defect was found which would have caused or contributed to the alleged event.